Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for bent locator since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was bent when they received it. They did not use the bent device and used another angio-seal device to complete the case. The patient was reported to be fine. Additional information was received on 13nov2020. The procedure taking place prior to the use of the angio-seal device was a peripheral angiogram. The dilator (locator) was the component that was bent. The patient was present when the issue was noted. The patient was in stable condition.